Event description:
The customer reported that the device, sb936, detachable pouch 3x6" 5ea/box was being used on 03nov23 during an unknown procedure when it was reported ¿during the closing phase of the bag, the black sheath slipped and ended up in the abdomen. Recovered immediately by the surgeon.¿. There was no report of injury, medical intervention, or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.